Event description:
It was reported that the patient received inappropriate therapy due to noise. A bigeminal rhythm with possible t-wave oversensing that could not be programmed is suspected. The physician decided to implant a separate pace/sense lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.